Event description:
The customer reported that the system was making a snapping noise and rebooted itself, then it locked up during fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep found the power cord plug terminal connections were very loose. It was causing the system to intermittently loose power. He re-secured the power plug terminals and tested the system using all functions. The system is operating as intended.